Manufacturer narrative:
Internal file number: (B)(4). Corrections: brand name, catalog and lot number, manufacturing site, PMA/510k #. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. Reportedly, the guide wire was used for repositioning of a cardiac resynchronization lead. It should be noted that the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that during repositioning of a cardiac resynchronization lead (against the IFU) resistance was met resulting in the reported failure to advance. Manipulation of the device resulted in the noted offset and misaligned proximal coils, the noted bend in the shaping ribbon and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, returned device analysis identified that the returned device was a balance middleweight guide wire, not a whisper guide wire as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during repositioning of a cardiac resynchronization (cs) lead, the whisper guide wire was inserted into the left subclavian vein where there were existing leads. It was noted that the wire was not advancing and had separated into two pieces. Snare retrieval was attempted with dr. (B)(6) for 3-5 hours and was unsuccessful. Ultimately, a cut down was performed by dr. (B)(6) to retrieve the wire. The entire procedure lasted 7-8 hours and the patient was under extended anesthesia and given antibiotics. The patient was hemodynamically stable the entire procedure. The new implantable cardioverter-defibrillator (ICD) generator was attached and patient scheduled for a cs lead addition at a later date. No additional information was provided.